Event description:
Tech alleged that the brakes would set, but would ratchet. No pt impact.

Manufacturer narrative:
The tech replaced all brake casters and the brake caster cover, the brake caster sleeve, the butterfly pedal and bolt to resolve the issue.